Event description:
It was reported that the user¿s caregiver contacted support while transitioning the insulin prescription from u100 to u200 and, during pump disconnection, experienced elevated blood glucose. Support advised correction before performing a factory reset, and a reset was subsequently completed. Symptoms included hyperglycemia reaching 401 mg/dl and polydipsia. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided by the caregiver. Investigation of this case revealed no device problem and identified a usage problem related to not reverting to alternative therapy during disconnection from the ilet. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions with an unintended use error that contributed to the event.